Event description:
It was reported that an echo revealed the presence of a pericardial effusion. A stat pericardiocentesis was performed. Perforation confirmed. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.